Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Please create disposable prs for: clinicians reported tubing issues such as holes in the pumping segment. 1 nurse reported she found a hole above the pumping segment with blood tubing. No patient harm reported. Generalized feedback, no tubing available for investigation. No further information available. Cpc discussed sequestering tubing and lot numbers in the future. All nurses reported not closing the roller clamp prior to opening the pump door, except 1 who uses the pinch clamp instead of the roller clamp. 1 nurse reported slamming pump doors closed. Cpc reviewed that the roller clamp is the primary protection against free flow.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.